Event description:
It was reported that the patient experienced a shocking sensation in her left leg. The shocking occurred whether stimulation was turned on or off. The shocking occurred following an unrelated medical procedure. The patient used a compression device to pump excess fluid from her lymph system. The patient also had a 4-level spinal infusion in (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).